Manufacturer narrative:
Product complaint # (B)(4). (01)unavailable (11)unknown (10)unknown (17)unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient previously underwent l4-s1 lumbar fusion, with concorde lift cage at l5/s1. It appears base on plain film comparison that the cage has collapsed postoperatively. The cage appears to have collapsed from its original height. The patient does not require revision surgery or hardware removal and there is no additional medical intervention required at this time, but the patient is being evaluated. There was no patient consequence. The procedure outcome was unknown. This complaint involves one (1) device.